Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity decreased from 46% to 15% in approximately a three month time period. At this time, there is no evidence that suggests data analysis has been requested for this device to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Correction: b5: describe event or problem: according to the information received from the field, the patient was not implanted with a new device. The physician explanted the complaint device only. H6: impact codes: the "device revision or replacement" code was changed to "device explantation".

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity decreased from 46% to 15% in approximately a three month time period. At this time, there is no evidence that suggests data analysis has been requested for this device to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. The device remains in service. Additional information was received. At physicians discretion, this device was explanted with no assistance from boston scientific. No additional adverse patient effects were reported. The explanting hospital kept the product, so it is not available for return to perform technical analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity decreased from 46% to 15% in approximately a three month time period. At this time, there is no evidence that suggests data analysis has been requested for this device to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. The device remains in service. Additional information was received. At physicians discretion, this device was explanted and replaced with no assistance from boston scientific. No additional adverse patient effects were reported. The explanting hospital kept the product, so it is not available for return to perform technical analysis.